Event description:
"Patient is a middle-aged male with history of bph (benign prostatic hyperplasia) who presented to the or on [redacted date] for a cystoscopy and holmium laser enucleation of prostate (holep). The sign in and time out were performed. As the procedure progressed, it was noted that the long metal laser bridge had become separated from the remainder of the hand piece of the laser working element. It was identified immediately, and the laser metal bridge was able to be removed intact. There was no part of the instrument that was retained. There was a small defect noted in the posterior wall of the bladder that was presumed to be from the tip of the laser bridge that had become detached. The defect was less than 0.5cm which was inspected with a cystogram and repaired. A 3-way foley was placed with continuous bladder irrigation infusing. The patient tolerated the procedure well without significant blood loss and was transferred to recovery in stable condition. The patient was discharged home with the foley catheter in place and follow-up scheduled with the urology office. From [redacted name] in sterile supply: "the laser guide has been prone to issues whereby the set screw that holds the guide in place becomes stripped and no longer holds the guide tightly. This usually is identified upon insertion on the back table. It usually is obvious because the guide immediately falls out. It sounds like in this case, it did not get discovered in advance.""